Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "fibromyalgia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern about textured product".

Event description:
Patient reported being diagnosed with connective tissue disorder (not otherwise specified) / undifferentiated connective tissue disorder (uctd), side non specific. Patient reported being diagnosed with fibromyalgia, side non specific. Patient reported "exchange from textured to smooth breast implants due to concern with the product" and ¿pain and severe encapsulation". No treatment was indicated and the device remains implanted. This record is for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through [(B)(4)] on [01/21/2016].

Event description:
The device has been explanted.